Event description:
Philips received a complaint by the customer on the v60 indicating that the casters needed to be replaced. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report an inability to replace the casters on the roll stand for the v60. This impacted the customer's ability to use the device as the roll stand for the v60 could not be used. No accessories, including third-party devices, were being used that may have contributed to the issue. The remote service engineer (rse) was able to replicate the issue, informed the customer that a caster wrench that is 17 millimeters (mm) thin is needed to remove the caster, and provided the customer with the part number of the caster wrench for repair. Based on the information provided, the alleged malfunction impacted the user¿s ability to use the device properly. This investigation is ongoing.